Event description:
When attempting a post dilation stent procedure, three catheters were used and all three catheter balloons ruptured at or around 6 atm. The procedure was stopped after removal of the third catheter. No pt injury or further complications were reported. Unk